Event description:
It was reported that on (B)(6) 2023, a patient presenting with an internal iliac artery aneurysm was treated with a gore® excluder® iliac branch endoprosthesis and a gore® excluder® aaa endoprosthesis. On the same day, the patient presented with a type ib endoleak and aneurysm enlargement. The patient was treated with an additional iliac branch component which was completed with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) inserted through the right axillary artery. After cannulation, a 8f cook flexor introducer sheath was inserted: the bxa117902e device could not advance through the introducer sheath and had to be exchanged with an 8lx79 config vbx, which was correctly advanced and deployed. The aneurysm was successfully excluded at the end of the procedure. Imaging is not available.

Manufacturer narrative:
Product brand name changed.

Manufacturer narrative:
H3: device remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that a patient presenting with an internal iliac artery aneurysm was treated with a gore excluder iliac branch endoprosthesis. On an unknown date, the patient presented with a type ib endoleak and aneurysm enlargement. The patient was treated with an additional iliac branch component which was completed with a gore viabahn vbx balloon expandable endoprosthesis. The aneurysm was successfully excluded at the end of the procedure. Imaging is not available.